Event description:
It was reported patient underwent a total right knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to loosening and pain. The patient alleged the screw to the stem fractured and fell into her body during the procedure. Review of the operative report confirmed there was loose intra-articular hardware and the tibial and patellar components were replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation,strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.